Manufacturer narrative:
A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
After the first successful puncture, the catheter had been advanced to 30 cm then met with resistance. Pulled out the catheter and checked then found the catheter had been impaled by the guidewire.